Manufacturer narrative:
The device was discarded and not available for evaluation. The failure was described as a broken scope retainer loop. The evaluation included a review of the DHR to re-verify the scope retainer loop material was to specification and because material from the specific supplier lot is no longer available for evaluation, performing a static tensile test on a comparative supplier lot, after eo exposure and applying lubricant. (B)(4). The scope retainer loop material properties used in lot 400765 exceeded these minimum requirements. The results of comparative tensile test indicate stretching the band greater than 1 3/8" broke the scope retainer loop with an average pull of 6 lbf. When following the instructions in the IFU, the maximum required force to pull the scope retainer loop around the endoscope is 4.24 lbf.

Event description:
During the introduction of the device and endoscope, after inserting the device/endoscope through the bite block but prior to proceeding past the curvature of the throat, the scope retainer band broke. The band keeps the tissue mold against the endoscope in a safe position when introducing the device and endoscope into the pt. The surgeon did not immediately recognize the band was broken; therefore, continued to apply constant pressure to advance the device and endoscope through the curvature of the throat. While the endoscope articulated the curvature, without the band holding the device to track with the path of the endoscope, the distal end of the device hit the right tonsil. Once the physician realized the band broke, he withdrew the device and introducted a second device to complete the procedure. At the completion of the procedures, the surgeon noticed a lacerated right tonsil. An ent surgeon was called in, who attempted to repair the laceration, but ended up performing a rt. Tonsillectomy. The pt fully recovered. The defective device was discarded after the procedure and is not available for evaluation.